Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45, lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that there were 21 ventricular tachycardia (vt) detections due to right ventricular (rv) lead t-wave oversensing (twos). The rv lead sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event. This patient is part of (B)(4).